Manufacturer narrative:
It was further reported by the spouse that the cause of death was anoxic encephalopathy secondary to cardiac arrest. Additional information has been received by the patient's cardiologist. The md relayed the information that death information would be best known by (B)(6) hospital. Medical records were received and included that three months prior to death the patient was seen for weight gain and normal ICD function. The patient was hospitalized one month prior to death on (B)(6) 2011 for symptomatic paroxysmal afib. On (B)(6) 2011 the patient underwent ablation of all four pulmonary veins and the left atrial posterior wall and coronary sinus. Post procedure he experienced heart failure exacerbation and required a lasix drip. He responded well and was discharged to home. On (B)(6) 2011 the patient present with increasing heart failure and cheyne-stokes breathing and chronic renal insufficiency. At that time his ejection fraction was (B)(4) studies, (B)(4) of the left ventricle. His EKG revealed afib, left bundle branch block pattern and intra ventricular conduction delay pattern old inferior mi. The plan was to admit him overnight and discussed medication changes. It appears that an upgrade to a biventricular device was also discussed at that time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.

Manufacturer narrative:
Additional information has been received by the patient's cardiologist. The md relayed the information that death information would be best known by (B)(6) hospital. Medical records were received and included that three months prior to death the patient was seen for weight gain and normal ICD function. The patient was hospitalized one month prior to death on (B)(6) 2011 for symptomatic paroxysmal afib. On (B)(6) 2011 the patient underwent ablation of all four pulmonary veins and the left atrial posterior wall and coronary sinus. Post procedure he experienced heart failure exacerbation and required a lasix drip. He responded well and was discharged to home. On (B)(6) 2011 the patient present with increasing heart failure and cheyne-stokes breathing and chronic renal insufficiency. At that time his ejection fraction was 20%per echo studies, 10-15% ef of the left ventricle. His EKG revealed afib, left bundle branch block pattern and intra ventricular conduction delay pattern old inferior mi. The plan was to admit him overnight and discussed medication changes. It appears that an upgrade to a biventricular device was also discussed at that time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Attempts have been made to gather additional device information from the patient's cardiologist listed in the manufacture database. At this time no additional information has been received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.

Event description:
(B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4): the lead had no anomalies. It was noted distal conductor (not obstructed),outer insulation had cosmetic environmental stress cracking&outer insulation cosmetic depression. (B)(4): proximal segment of the lead was analyzed& no anomalies. It was noted defibrillation conductor fracture overstress; outer tubing overlay has cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical). (B)(4): the device analysis revealed normal battery depletion. It was further reported by the spouse that the cause of death was anoxic encephalopathy secondary to cardiac arrest. Additional information has been received by the patient's cardiologist. The md relayed the information that death information would be best known by (B)(6) hospital. Medical records were received and included that three months prior to death, the patient was seen for weight gain and normal ICD function. The patient was hospitalized one month prior to death on (B)(6) 2011 for symptomatic paroxysmal afib. On (B)(6) 2011, the patient underwent ablation of all four pulmonary veins and the left atrial posterior wall and coronary sinus. Post procedure, he experienced heart failure exacerbation and required a lasix drip. He responded well and was discharged to home. On (B)(6) 2011, the patient presented with increasing heart failure and cheyne-stokes breathing and chronic renal insufficiency. At that time, his ejection fraction was 20% per echo studies, 10-15% ef of the left ventricle. His EKG revealed afib, left bundle branch block pattern and intra ventricular conduction delay pattern old inferior mi. The plan was to admit him overnight and discussed medication changes. It appears that an upgrade to a biventricular device was also discussed at that time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. It was further reported by the spouse that the cause of death was anoxic encephalopathy secondary to cardiac arrest. Additional information has been received by the patient's cardiologist. The md relayed the information that death information would be best known by southwest texas methodist hospital. Medical records were received and included that three months prior to death the patient was seen for weight gain and normal ICD function. The patient was hospitalized one month prior to death on (B)(6) 2011 for symptomatic paroxysmal afib. On (B)(6) 2011 the patient underwent ablation of all four pulmonary veins and the left atrial posterior wall and coronary sinus. Post procedure he experienced heart failure exacerbation and required a lasix drip. He responded well and was discharged to home. On (B)(6) 2011 the patient present with increasing heart failure and cheyne-stokes breathing and chronic renal insufficiency. At that time his ejection fraction was 20%per echo studies, 10-15% ef of the left ventricle. His EKG revealed afib, left bundle branch block pattern and intra ventricular conduction delay pattern old inferior mi. The plan was to admit him overnight and discussed medication changes. It appears that an upgrade to a biventricular device was also discussed at that time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. It was further reported by the spouse that the cause of death was anoxic encephalopathy secondary to cardiac arrest. Additional information has been received by the patient's cardiologist. The md relayed the information that death information would be best known by (B)(6) hospital. Medical records were received and included that three months prior to death the patient was seen for weight gain and normal ICD function. The patient was hospitalized one month prior to death on (B)(6) 2011 for symptomatic paroxysmal afib. On (B)(6) 2011, the patient underwent ablation of all four pulmonary veins and the left atrial posterior wall and coronary sinus. Post procedure, he experienced heart failure exacerbation and required a lasix drip. He responded well and was discharged to home. On (B)(6) 2011, the patient presented with increasing heart failure and cheyne-stokes breathing and chronic renal insufficiency. At that time his ejection fraction was 20%per echo studies, 10-15% ef of the left ventricle. His EKG revealed afib, left bundle branch block pattern and intra ventricular conduction delay pattern old inferior mi. The plan was to admit him overnight and discuss medication changes. It appears that an upgrade to a biventricular device was also discussed at that time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. On the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. It was further reported by the spouse that the cause of death was anoxic encephalopathy secondary to cardiac arrest. Additional information has been received by the patient's cardiologist. The md relayed the information that death information would be best known by (B)(6) hospital. Medical records were received and included that three months prior to death the patient was seen for weight gain and normal ICD function. The patient was hospitalized one month prior to death on (B)(6) 2011 for symptomatic paroxysmal afib. On (B)(6) 2011, the patient underwent ablation of all four pulmonary veins and the left atrial posterior wall and coronary sinus. Post procedure he experienced heart failure exacerbation and required a lasix drip. He responded well and was discharged to home. On (B)(6) 2011 the patient present with increasing heart failure and cheyne-stokes breathing and chronic renal insufficiency. At that time his ejection fraction was (B)(4) studies, (B)(4) ef of the left ventricle. His EKG revealed afib, left bundle branch block pattern and intra ventricular conduction delay pattern old inferior mi. The plan was to admit him overnight and discussed medication changes. It appears that an upgrade to a biventricular device was also discussed at that time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient died of a sudden cardiac arrest. The patient had an implantable cardiac defibrillator (ICD) system implanted five years prior to the date of death. The spouse reported that the device did not "kick in" and that the patient had "one of the defective leads". The device had been explanted at the funeral home and the spouse was encouraged to have the device system sent in for analysis.